Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a lcpca pump v5.07 en ref. The customer reported the pump had an under infusion of a secondary line (antibiotics) where the pump display showed the full 100ml was infused but there was signification fluid (about 25 ml) left in the secondary or antibiotic bag. It was reported that there was fluid leftover when the staff back primes and they need to adjust volume accordingly. There was patient involvement and there was no further report of human harm. Additionally, it was reported by one staff member to a baxter representative in passing during education that there was no way to tell if this was an issue with the ICU medical primary tubing, baxter secondary tubing or if it was an issue with the site¿s pumps. The customer updated that they no longer consider this a true issue and they now believe that the event was not product related.